Manufacturer narrative:
Patient's identifier was not provided. When the requested information becomes available, a supplementary report will be submitted. Patient weight is unknown. (B)(4).

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.